Event description:
The customer contacted physio-control to report that their device had rapidly drained a brand-new, newly installed battery. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was excessive off current leakage from a regulator, designator vr1, on the digital pcb assembly. During testing the device would charge and shock with a newly installed battery. The customer was provided with a replacement device.